Manufacturer narrative:
Additional data: the intraocular lens (iol) was not returned to the manufacturing site for investigation, only the unit carton and cartridge was received. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search on complaints revealed that this was the only complaint under this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device for patients undergoing intraocular lens implants. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation the cause of the complaint could not be confirmed and there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon loading the intraocular lens (iol), a lint piece was noticed on the lens. The doctor successfully implanted an alternate posterior chamber (pc) lens. There was no patient contact with the suspect lens and no harm to the patient.